Event description:
It was reported that the pump stopped unexpectedly for no apparent reason. There was no reported impact on the customer's blood glucose level. No further information regarding corrective actions or customer outcomes was available.